Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, product type: catheter. (B)(4).

Event description:
Information was received from a health care provider (hcp) through a manufacturing representative regarding a patient receiving intrathecal therapy. Drug information on the medication being delivered by the system was unknown. The patient experienced no pain relief. The device was removed because the implant failed. There was no patient death. The timeline, diagnostics performed, the cause of the issues, and patient information was unknown. If additional information becomes available, the event will be updated.